Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
A patient experienced a traumatic fracture of l1. On (B)(6) 2009, the pt underwent a surgical procedure for the stabilization of the column t12-l2 due to the fracture at l1 level, it was implanted a xia system. The pt after a not well defined period of time, showed a post-traumatic kyphosis with loosening of the implants. On (B)(6) 2011, the pt underwent an unanticipated revision surgery.